Event description:
High threshold on the pace/sense portion of lead was observed. The lead will be monitored every 3 months until the elective replacement of the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.